Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector port. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was confirmed that the output connector assembly was broken. The device failed incoming tests due to the main printed circuit board (pcb) being out of electrical specification. The battery drawer was sticking on the lower case. The upper case was cracked. The main seal was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed a damaged component. Benchtop analysis: assembled into a golden unit. Epg powered on with no errors. Ran on the automated test console. Epg did not shutdown during testing but failed active current measurements. A measurement of the power rails was taken on the bench and compared to a known good unit. No anomalies observed. A more thorough visual inspection found damage to a component. The component was replaced but there was no change. Thermal imaging of the main board shows no signs of a component short. Cleaned the board thoroughly. No change. Reviewed the logs, no errors observed. Conclusion: analysis incomplete. Several errors were identified on the automated test console and attempts to identify root cause were inconclusive. If information is provided in the future, a supplemental report will be issued.